Manufacturer narrative:
Evaluation codes: results: (other) - the sensor pad was received and tested and works fine. The gel cushion was received and shows that it is not leaking and the cover seams are good. It should be noted that the 8350 keepsafe alarm was not returned for evaluation. Conclusion: no conclusion can be drawn.

Event description:
It was reported that a pt was sitting on a square chair sensor pad model 8308 with a gel foam cushion model 7223f and a keepsafe alarm model 8350. The pt went to get up and the sensor did not set off the alarm and the pt fell sideways scrapping her nose and hitting her head against a dresser. Nurse checked the pt in 2009 and doctor consulted, who told the nurse to keep an eye on the pt. Further info has been requested but none received. If more info is received a supplemental medwatch report will be sent.